Manufacturer narrative:
Event description was updated with additional information received.

Event description:
During shift check, the fully charged autopulse li-ion battery (sn: (B)(4)) was showing flashing green leds and would not power up the autopulse platform. The autopulse platform worked fine with a known good battery. No patient involvement.

Manufacturer narrative:
The device associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
The autopulse li-ion battery (sn: (B)(4)) would not power up the autopulse platform. No known impact or consequence to patient was reported.